Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mixed mitral regurgitation (mr), a flail and a moderate prolapsed bi-leaflet for a mitraclip procedure. Reportedly, during the procedure there was difficult visualizing the clip due to image quality. The mitraclip ntw was placed medial a2/p2 (anterior 2 and posterior 2 leaflet segments). Upon deployment a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. A second mitraclip ntw was implanted directly medial to the first clip on central a3/p3 (anterior 3 and posterior 3 leaflet segments) to stabilize the first clip. A third mitraclip xtw was implanted medial a3/p3 to further reduce mr. The final mr grade was 1. Per the physician the slda was due to the poor image quality that resulted in difficult leaflet insertion assessment.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution was associated with image quality. The reported slda was due to the poor image resolution. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.